Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no serious patient harm or injury that occurred or was reported. The ventilator was returned to the manufacturer for evaluation, the customer¿s complaint was duplicated by an operational check and an error code related to the machine flow sensor was found in the error log. Evt_mach_flow_drift_high means the machine flow sensor drift above the specification (>0.2lpm). The device's flow sensor was replaced to address the issue.